Event description:
During a laparoscopic renal mass biopsy the surgeons attempted to use the reprocessed ligasure and it malfunctioned and would not engage. The patient was not injured as the surgeons utilized another instrument at the time.